Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported dyspnea appears to be a secondary effect of recurrent mitral regurgitation (mr). The reported recurrent mr was likely related to the potential tissue injury. A cause of the reported tissue injury could not be determined. The reported patient effects of mitral regurgitation, dyspnea, and tissue injury, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report dyspnea and recurrent mitral regurgitation, and unspecified tissue injury. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. Two ntw clips were implanted medial and central a2/p2 with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. The patient was complaining of exertional dyspnea for the past year. The patient was scheduled for a triclip procedure on (B)(6) 2023. On case day, it was observed by transesophageal echocardiogram (tee) that there was a gap between the central clip and the posterior leaflet that was placed on central a2/p2 of the mitral valve causing severe mr. It was determined by the team that the mitral valve could not be repaired by a mitraclip due to an unfavorable anatomy. The patient was referred to cardiac surgery to repair the mitral and tricuspid valves.